Manufacturer narrative:
H6: investigation summary : a photo was received clearly presenting the separation of tubing and drip chamber reported by customer. This verified the complaint. Without further information like a physical sample, an investigation cannot be performed and the root cause remains unknown. A possible root cause for this failure is an improper application of solvent during the assembly of this junction. A device history record review for model 10014881 lot number 22039413 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31mar2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd secondary administration sets broke. The following information was provided by the initial reporter: they had 1 break from the same tubing, same lot# that morning (8/26/2022) and broke at the same location on the tube set as the sample set I have.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd secondary administration sets broke. The following information was provided by the initial reporter: they had 1 break from the same tubing, same lot# that morning (B)(6) 2022 and broke at the same location on the tube set as the sample set I have.